Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell and tore their rotator cuff. Post-fall, the patient had difficulty turn the implantable neurostimulator (ins) on and off, and had a change in stimulation. Add'l info has been requested from the hcp, but was not available as of the date of this report.